Event description:
Registered nurse (rn) was to insert a small-bore feeding tube to start nutrition on the patient. Per unit standard, the rn attempted to place the tube with cortrak 2 enteral access system. The rn attempted several insertions with difficulty and asked two other rns to try. During leadership follow-up, the primary rn mentioned receiving a message on cortrak screen. The other rns attempted and ran into difficulty and aborted the procedure. Following these attempts, the primary rn placed the feeding tube blindly. An abdominal x-ray was taken to verify small-bore feeding tube placement. The x-ray interpretation was the feeding tube was in the stomach and the provider was notified to start feedings. Due to patient's habitus, the receiver was unable to lay flush against the patient. Over next several hours, the rns noticed increased CT output and change in color. The provider was notified regarding signs and symptoms of sepsis. Four days after placement, a bronchoscopy revealed the cortrak tube had been misplaced in the lung. Due to prolonged recovery, age, and events, the family transitioned the patient to comfort. Manufacturer response for tubes, gastrointestinal (and accessories), avanos (per site reporter) the event was discussed with the cortrak representatives. The representatives shared some information regarding updates to the education.